Manufacturer narrative:
A ge service representative performed an on site investigation. The remote user interface board needs to be replaced. The repair was not completed and there is no further information.

Event description:
It was reported that the system would not boot up. There was no patient injury or death reported.